Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient started expericing pain right after right tha. Has gotten to the point where she can barely walk for short distances. Patient's surgeon told her she has metal shavings.